Manufacturer narrative:
The reported field event of set screw anomaly was confirmed. The reported field event of header anomaly was not confirmed. The stripped setscrew prevented the torque driver from engaging the setscrew and was the cause of the reported event. The issue was consistent with having occurred during the procedure. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that during an implant procedure that set screw of the implantable cardioverter defibrillator (ICD) would not tighten, when it was able to be tightened it was difficult to loosen, and the header of the ICD broke. The ICD was not used and the physician elected to complete the procedure with a different ICD. There were no patient consequences.